Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a priming anomaly, excessive no delivery alarms, motor anomaly and prime fill anomaly from the pump. The customer's blood glucose reading was 9.9 mmol/l. The customer stated that when priming, the sound wore down and insulin kept falling out. The customer received a no delivery alarm at one point. The customer changed the reservoir and the no delivery alarm still occurred. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No drive motor anomaly, no excessive no delivery alarms and no prime fill anomaly noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.